Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had no cannula on sensor after removing from abdomen and sensor did not work. Customer's blood glucose was 6mmol/l at time of incident. Sensor will not be return for analysis.